Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon rupture upon use". Additional information states "there was no human patient involved, this event occured during an angio on a dog. A new product was opened and used".

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon rupture upon use" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be complete.

Event description:
It was reported "balloon rupture upon use". Additional information states "there was no human patient involved, this event occured during an angio on a dog. A new product was opened and used"